Event description:
It was reported that the device failed the occlusion test three times. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device failed the occlusion test three times¿ was not confirmed. The failure could not be replicated. The downstream occlusion test was performed three (3) times, and all tests were within specification. The pump was calibrated, and the performance verification test was performed. No fault related to the complaint was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.